Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed calcium results on the alinity analyzer. The following data was provided: patient 1: calcium reported out as 4.0 (critical low) and when retested on the architect = 10.2 (normal range: 8.4 - 10.2 mg/dl). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by rebuilding the sample syringe and reagent syringes with new o-rings and seal tips and calibrating the probes (pipettors). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.